Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. It may be possible that the inflation device used during the procedure was not properly connected to the hub; however, this could not be confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Without having the device to examine, a conclusive cause for the leak could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the superficial femoral artery. No issues were noted during preparation of the 6.0mm/60mm armada 18 balloon catheter. The balloon catheter crossed the lesion with ease. During attempted inflation of the balloon a drop in pressure was noted. Upon investigation it was observed that the hub was leaking causing the loss of pressure. The balloon catheter was removed without issue from the patient. The procedure was ended. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4).